Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the shoulder swelled during surgery. No adverse consequences were reported and the procedure was completed successfully.

Manufacturer narrative:
The product was returned for investigation and the failure reported in the complaint record was not confirmed/duplicated during the product investigation. Alleged failure: shoulder swells during surgery. The probable root causes could be surgeon technique including incision sizes and procedure time, variations in scope or cannula size or condition, software error, user settings, rev. A sensor bracket, or nonconforming behavior of the pump during use likely due to the physical damage. The reported failure mode will be monitored for future reoccurrence. Mfg date: 07/17/2014. (B)(4).

Event description:
It was reported that the shoulder swelled during surgery. No adverse consequences were reported and the procedure was completed successfully.